Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that no capture was noted on the right atrial (ra) lead post operatively. Sensing of the right ventricle was noted through the ra lead. Dislodgement of the ra lead was confirmed by x-ray. The lead was revised and remains in use. No patient complications have been reported as a result of this event.